Manufacturer narrative:
Results: carefusion field service evaluated the ventilator, and was able to duplicate the problem. The ventilator was calibrated to fix the problem. Additionally, all parts in the pm kit were installed and the mainbrain was replaced, because one of the led's was not working. The software was also updated, then user verification tests were ran to assure that the ventilator was running according to manufacturer specifications, prior to returning it to the customer.

Event description:
The customer contacted carefusion technical support to report that the vte on one of their ventilators, is 200ml lower than the vti. Alarms were both audible and visual. According to the customer's assessment, there does not appear to be a leak in the circuit. The ventilator was on a patient at the time of the incident, however the customer states that there was no harm to the patient. The patient was switched to another ventilator. Field service was requested to address this issue.